Event description:
It was reported that a spectrum iq pump over-infused flagyl 500 mg during use. The pump delivered a secondary flagyl infusion over approximately 6 minutes instead of the ordered 30 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 type of investigation and h11. H11: a review of the event history log was performed for the event date provided and shows an infusion was initiated with a programmed rate of 200 ml/hr and volume to be infused (vtbi) of 100 ml. The infusion was stopped by the user after 7 minutes, approximately 23 ml had been delivered, consistent with the programmed rate. No evidence of an unexpected increase in flow rate, unauthorized parameter changes, or device malfunction was identified in the available logs. Based on the recorded data, the pump operated as programmed during the logged infusion. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.